Manufacturer narrative:
The following fields have been updated due to correction: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 27oct2023.

Event description:
It was reported that prior to use the bd micro-fine¿ pro pen needles 32g x 4mm the product had an extra needle hub (without outer cover and tear drop label). The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the product had an extra needle hub. (Without outer cover and tear drop label).

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use the bd micro-fine¿ pro pen needles 32g x 4mm the product had an extra needle hub (without outer cover and tear drop label). The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the product had an extra needle hub (without outer cover and tear drop label).

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that prior to use the bd micro-fine¿ pro pen needles 32g x 4mm the product had an extra needle hub (without outer cover and tear drop label). The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the product had an extra needle hub (without outer cover and tear drop label).